Event description:
Ap and lateral chest and neck x-rays for the patient were received on (B)(4) 2015. The generator is present in a normal orientation in the left chest. Due to the angle of the generator in the chest the insertion of the lead pin could not be assessed. The generator feedthru wires appear to be intact. The lead wires appear intact at the connector pin. The strain relief does not appear to be per labeling, as the strain relief loop does not form a complete loop before traveling toward the generator. There is a gross fracture within the strain relief bend and the lead appears completely severed from the electrode section of the assembly. Assessment of the strain relief bend could not be performed due to the presence of the lead fracture. There are no tie-downs visible in the images. There is a portion of the lead body behind the generator that was unable to be assessed. There does not appear to be any additional fractures or discontinuities in the visible portion of the lead.

Manufacturer narrative:
Corrected data: follow-up report #1 should have had an aware date of 9/22/2015 not 9/17/2015. The x-rays were received on 9/17/2015, prior to the initial MDR submission. Therefore, the information that the x-rays were received was correction material for follow-up report #1. X-rays were reviewed on 9/22/2015. As a result, this is the true follow-up aware date. Follow-up report #2 should have had an aware date of 10/23/2015 not 10/22/2015. The supplemental information was received on 10/23/2015 not 10/22/2015.

Event description:
On (B)(6) 2015 the patient underwent a full revision surgery. The explanted generator was returned for product analysis on (B)(4) 2015. Product analysis is still underway and has not yet been completed. The explanted lead was not returned for product analysis despite requests for its return.

Event description:
On 8/27/2015, it was reported that during generator replacement that day the device was interrogated and found to be end of service and the output was set at 0.0ma according to the surgeon. The surgeon didn't report a high impedance message prior to the case. When the new generator was connected to the lead, system diagnostics were performed and the impedance was over 10,000 ohms. The test resistor was inserted and the impedance was measured at 5800ohms, and then it was tested again and it was 4700ohms. The lead was reconnected and the impedance again was over 10,000ohms. The surgeon didn't want to replace the lead today, so he connected it to the new generator, and the device is programmed off until the patient can be scheduled for a lead revision. Although surgery is likely, it has not occurred to date. It was reported that x-rays were taken and nothing unusual was noted.

Event description:
Product analysis was completed on the patient's generator that was explanted on (B)(6) 2015. The ram/flash data downloaded from the generator shows an indication of increased impedance; the value of 21448 ohms, on (B)(6) 2013. Product analysis was also completed on the generator that was explanted on (B)(6) 2015. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Operative notes were received from the (B)(6) 2015 surgery. The clinic notes confirm that the surgeon received high impedance with the lead and new generator, that he tested the generator with the test resistor and received normal impedance, and then he tried to reinsert the lead pin multiple times and still received high impedance.